Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a manufacturer representative (rep). The rep reported that the cause is undetermined. Patient was supposed to call patient services to troubleshoot and possibly get a new recharger cord as did not have any equipment with him when the rep saw him. The issue is not resolved.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins). The reason for call was caller reported patient has not been able to charge their ins for over a year and patient believes the reason is because of their recharger antenna. Caller stated patient's controller still works but patient is never able to recharge the ins. Caller confirmed patient is not seeing any error messages on the controller screen when trying to recharge their implant. Caller reported when patient uses controller to recharge ins, the controller displays no device found. Caller stated patient did not have their external equipment with them. The caller was redirected to have patient call patient services back with their equipm ent for further troubleshooting. No symptoms were reported.

Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.